Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that based on the facts found out from the investigation, we surmised that the facility did not reprocess the subject device properly because they performed reprocessing with the procedures different from in the instruction manual. The facility replied ¿no¿ to the inquiry ¿are the reprocessing procedures for olympus products and third-party products adhered to in accordance with the guidelines specified in each company's manual?¿ the following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 5, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5,¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the cysto-nephro videoscope was incorrectly reprocessed. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.